Event description:
It was reported that the balloon catheter was fractured when the technician removed if from the packaging. A shaft break was identified on the catheter near the balloon bond. There was no pt involvement.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The device was not returned; however, one photo was provided for review. Based on the photo provided, the investigation is confirmed for a complete circumferential outer shaft break at the proximal balloon glue joint. The root cause could not be determined based upon available info. As the sample and packaging were not provided for eval, the break in the outer catheter could not be further evaluated to determine whether excessive force contributed to the event. Break is adequately address in the current IFU (instructions for use). The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.